Event description:
Two days after a routine refill session, the patient experienced respiratory arrest. The patient was admitted to the intensive care unit, intubated, and placed on a narcan drip. The pump was turned down, but not off. The actual reservoir volume and the expected reservoir volume were equal when measured after the event. Pump programming was verified to be correct. There were no changes to the concentrations, drugs or dosing at the refill visit. The pump was used to deliver morphine 50 mg/ml at 24 mg/day and clonidine 375 mcg/ml at 180 mcg/day. Due to the timing of the event, the hcp were questioning the medication in the pump. Samples of the medication were sent for analysis. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.